Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additional correction to h6 component and problem codes; h3 "not returned to manufacturer" inadvertently checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the phenomenon "procedure was delayed 10 minutes due to malfunction of zoom" could not be identified. Additionally, the phenomenon "foreign material came out of distal end due to clogging of air/water channel" olympus was not able to specify cause of which foreign material was left and the root cause of the phenomenon could not be determined. The event can be detected and prevented by following the instructions for use which state: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." -inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirms the intended procedure completed using a similar device and no additional medical treatment was required. No extended hospital stay required and no other devices involved in the event. There were no positive culture involved with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's image issue was confirmed, due to deformation of plug unit, image noise occurred. Image noise/ image disappearance at angulation/ error code check. Additionally, the device evaluation found angle knob rotation/angulation directions/knob play/bending angles failed. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Bending cover - adhesive deterioration and separation on the thread-wound sections. Bending cover - adhesive deterioration and separation on the thread-wound sections. Adhesive on bending section rubber has wear. Due to a scratch on plastic distal end cover, insulation resistance value at distal end does not meet the standard value. Plastic distal end cover has a burr. Switch button 1 has a cut. Universal cord has a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer at the user facility reported that during a diagnostic colonoscopy procedure, the user experienced zoom malfunction issues (focus switching issue) when using evis exera iii colonovideoscope. A 10-minute additional sedation was required during the procedure but completed as planned without any extended hospital stay. There were no reports of harm to the patient. The subject device was returned to an olympus service center for evaluation and during inspection, service found a gel like substance [foreign material] in the water channel causing low water volume supply. This report is being submitted for the malfunction found during the device evaluation.